Manufacturer narrative:
The account trouble shot the bed and found broken wires to the foot controls. The account replaced the foot control assembly to resolve the issue.

Event description:
The account alleged the bed was going up by itself. No pt impact.